Event description:
Second of two devices: the cardiologist attempted arteriotomy closure with a techstar xl 6 fr device. When deploying the second device, one needle missed the barrel. The missed needle was removed through a small incision. Closure was achieved with manual compression. The pt recovered without incident.